Event description:
The reliatack articulating reloadable fixation device ref # reltack3x10 was used to secure a mesh during a hernia repair with mesh. When attempting to reload the device, outside of the patient's body, the device malfunctioned and could not be used. Another device was opened and used in its place.